Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ driveline extension cable model #: 100us / catalog #: 100us / expiration date: unk / serial #: (B)(4). UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 07-oct-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 10-dec-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the wet test the ventricular assist device (vad) exhibited electrical faults. The vad was stopped, connections were checked, and the vad was restarted. More electrical faults occurred. The driveline extension cable was replaced and the electrical faults resolved. After implant, additional electrical faults occurred and resolved after adjusting the driveline connection. Driveline connector cleaning was performed. During the cleaning, the controller was observed to have some contamination in the connector port. The controller was exchanged. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one pump and one driveline extension cable were not returned for evaluation. One controller was returned for evaluation. The reported poor mechanical connection event could not be confirmed as the driveline extension cable was not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed the device passed functional testing. Supplemental testing revealed the driveline connector port functioned as intended with no anomalies. Visual inspection revealed contamination in the driveline connector port. Log file analysis revealed seven electrical fault alarms have been logged since 27-sep-2019 due to an open phase on the rear stator resulting in the pump running on a single stator (front stator only). On-site inspection revealed contamination in the driveline connector. A driveline cleaning procedure was performed to mitigate the reported condition. As a result, the reported electrical faults alarms and contamination events were confirmed. Log file report revealed several power up events likely due to troubleshooting of the driveline connector during the wet test as described in the event details. Based on the available information, a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, an improper connection of the driveline extension cable to the driveline, or contamination in the connector(s), damaged connectors. Based on the available information, the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. An internal investigation was opened to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation, the most probable root cause has been attributed to design/training issues. Additional products: d4: lot#: dl000068, h6: FDA method code(s): 4112 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67, d4: serial#: (B)(6), h3: yes, h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 331 h6: FDA conclusion code(s): 12,19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.